Manufacturer narrative:
B3/d10: the events occurred between mach - april, 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusors had white powder either on the end of the in the crevices of the blue cap/connector and as well as predominantly in the fill port at the point of final release. The issue was noticed prior to patient use. The device was filled with 5-fluorouracil (5-fu) and saline. There was no patient involvement. No additional information is available.